Event description:
In 1999, a preoperative angioplasty and sheath insertion were completed uneventfully. The device and all attachment systems were deployed without incident. A significant drop in blood pressure was observed as the sheath was removed. Upon investigation it was determined that the pt was bleeding from the iliac arteries. The surgical team opened the pt's abdomen to determine if the pt was experiencing any bleeding from this area as well. There was no bleeding from the abdomen. The surgical team was able to gain control of the iliacs. It was determined that the iliac was torn approximately 1.5 cm. Which is believed to have been attributed to the sheath, after the angioplasty. The pt lost a significant amount of blood and expired.